Event description:
It was reported that the surgeon informed the sales rep that revision was done due to broken baseplate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.